Event description:
Defective laceration tray- forceps had punctured through plastic packaging; forceps were missing rubber closure device. Forcep tip appears damaged. Two separate trays had forceps with damaged tips.